Event description:
It was reported that the md inserted the intra-aortic balloon (iab) through the teflon sheath via left femoral with no issues. When the pump was attached the "helium loss" alarmed. There was no blood visible; the iab and helium line were not kinked. No anatomical abnormalities with the pt, pt had sinus rhythm. Several attempts were made to start the pump without success. As a result, the iab and sheath were removed as one unit successfully. A new iab was inserted at the same insertion site with no issues. The pump was switched out for another one. The procedure went on as planned successfully. No medical/surgical intervention was needed. No report of pt death, complications or injury. There was a delay or interruption in therapy noted with no cause harm to the pt. The pt outcome is okay. The pump was not switched out first before they removed the iab and sheath because they wanted to make sure on every end. It was noted that the iabp used was iap-0500d serial #(B)(4). Reference MDR #1219856-2011-00457 for related iabp report iabp-0500d serial #(B)(4).

Manufacturer narrative:
(B)(4). Add'l info received from teleflex (B)(4) on (B)(4) 2011 stated that the iab and sheath were removed as one unit. The second spring wire guide (swg) was inserted to remove the iab and sheath and over this swg the new iab was inserted. When asked why they didn't attempt to switch out the pump before they removed the iab: they wanted to be sure on every end. F/u report will be filed if add'l info becomes available.